Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the hp was hospitalized for this event. The cause of peritonitis was not reported. Also, treatment was not reported. The hp was being switched to using manual bags for one month in order to help with clearing peritonitis. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.